Event description:
O.r./o.b. Manager reported extension set (B)(4) tubing separated at flow regulator. The tubing came out of the flow regulator and blood leaked on the patient. No patient harm reported. Although requested on multiple occasions, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in. This report was filed by the manufacturer. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for evaluation. The cause of reported problem is unknown.